Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 221473 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 221473, test base part number 195-430wjr / lot 219516. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on 27jan2023 on a nasal sample. An additional test using the same lot of the binaxnow covid-19 antigen self-test was performed fourteen (14) hours later and generated positive results. Confirmation pcr testing (unknown platform) was performed on an unknown date and generated positive results. The consumer was reported to be symptomatic (fever, cough and headache). The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact to treatment.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. An additional test using the same lot of the binaxnow covid-19 antigen self-test was performed fourteen (14) hours later and generated positive results. Confirmation pcr testing (unknown platform) was performed on an unknown date and generated positive results. The consumer was reported to be symptomatic (fever, cough and headache). The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact to treatment.